Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient reported that her generator site is infected. She initially observed yellow/green drainage and there is a small opening at one end of the wound. She thinks she was having a fever for a couple of days after surgery. She went to the doctor and was told to use bacitracin and cephalexin. She also noted she had an allergic reaction to the medical tape and adhesives. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Information was received from the physician noting that generator site infection was not confirmed. When asked about the potential open wound, it was noted that there was a small eschar (2x2 mm) on the lateral portion of the incision which was debrided in office. All sutures were removed. They believe the reaction was possible a stitch abscess. No further relevant information has been received to date.